Event description:
It was reported that after surgery, while cutting the cables to the battery to remove the batteries from the zimmer pulsavac plus, two explosions with projection occurred injuring the eyes of the anesthesist. There was no pt involvement associated with this report. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer. The potential for the batteries to explode has been addressed in the IFU and in the risk assessment. The most likely cause for the batteries exploding was cutting the battery cables. Cutting the wires can potentially cause them to short out spiking the current in the battery pack to a point that the pressure inside the battery quickly increases until it causes the battery to eject the anode (explode). The most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings.